Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. The aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented with a limb occlusion approximately one month ago. The occlusion was attributed to the tight distal aorta. The patient is being referred for a fem-fem bypass. No additional information was provided.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; tight distal aorta). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; tight distal aorta).